Event description:
Customer was contacted through an outreach program to discuss a no delivery alarm on his insulin pump. He stated the alarm occurs whenever he's at a restaurant. Customer just clears the alarm and inputs his carbohydrates and blood glucose again. Customer's last blood glucose was 162 mg/dl. The last time the issue occurred was (B)(6) 2014. Customer was unable to troubleshoot the issue. He was advised to do a complete set change and to call back later for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.